Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: there was evidence of partially discharged batteries installed in the black box history. The battery cap was not returned with the pump, so a test cap was used for all testing. Unrelated to the original complaint, the battery compartment was cracked and the battery cap was unable to fully tighten. The pump had intermittent power with the test battery cap. Current electrical draws were within specifications. There was no evidence of moisture or loose components inside the pump when the case was removed. Also unrelated, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.